Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with afx2 bifurcated stent graft and an afx vela suprarenal. Approximately six and a half years post initial procedure, routine follow-up computerized tomography angiogram identified that the aortic neck is now blown out and there is also a thoracic aneurysm that needs treated. The afx vela suprarenal appears to have migrated and there is a type ia endoleak. The patient has been referred out to a different physician at atrium health in charlotte, north carolina to be treated at their tertiary aortic center.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm enlargement of 11.3mm, proximal extension migration of 33mm and type 1a endoleak complaints are confirmed. The complaint is most likely user related. There was 33mm of migration of the proximal component. The type ia endoleak is likely related to the migration. The neck was off label measuring at 7mm length and should be 15mm or greater. This likely contributed to the migration and type ia endoleak. There were non-endologix stents placed in bilateral iliac arteries (smart stents). This is off label but unlikely contributed to reported events. No procedure related harms for this complaint were identified. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.